Manufacturer narrative:
Field corrected h1: type of reportable event. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp). After the ipp was implanted, fluid loss due to a hole in the cylinder was noted by pumping the device. A second ipp was used to complete the procedure with no clinical consequences to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp). During the procedure fluid loss was noted. The patient was stable and had no complications related to the event.